Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic esophagectomy, the first firing was performed with no problem during esophagus dissection. During a gastric tube creation, they used different reload. The tissue was grasped (the tissue was held only up to about half way from the tip), the green button was pressed and the center control button was pressed to fire, but on the halfway of the firing, although the physician kept pressing the center control button, the knife which advanced halfway came back. The surgeon attempted again, but the same event occurred. The procedure was completed with another device. No patient injury.